Event description:
On 14/aug/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and required pd catheter (not a fresenius product) removal. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home therapy clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated per pdrn) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime daily and ip vancomycin every other day (dosages, durations not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2023, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter. The patient¿s pd catheter was surgically removed as an outpatient on (B)(6) 2023, and a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was placed at the same time. The patient was transitioned to hd for renal replacement therapy (rrt) and will not be returning to home therapy. The patient is recovering from the events, and will be completing the prescribed antibiotics intravenously during hd. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).